Event description:
The pt experienced perforation of the esophagus secondary to a 54 fr. Catheter being used after the label was misread as 18 fr. The first catheter used was marked 18 fr./16 mm; the second one used was marked 18mm/54fr. Labeling was not consistent--this contributed to the error.